Event description:
It was reported that " (4) balloons used during procedure and each popped."

Manufacturer narrative:
Sample has not been received by the qa engineer. Once the investigation has been completed, a supplemental will be filed.